Event description:
It was reported by the customer's mother that the customer was hospitalized and the customer could not use her stomach for insertion. Customer's mother stated that the customer's blood cells when out of range as well he had. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.